Event description:
The pencil had some sort of 'white film', which was almost dust-like, which caused the switch on the pencil to stick and stay activated after the button was released.

Manufacturer narrative:
The cautery pencil from this specific incident was not returned to conmed for evaluation. However, the facility that reported this event also reported two other events of similar nature. The devices from all three incidents had identical product catalog numbers and lot codes. (B)(4).